Manufacturer narrative:
Qc results on the day of the event were acceptable. The analyzer alarm history contained no conspicuous events. The field engineering specialist was unable to determine a cause. He checked multiple system components and found no problems. He retested the same patient sample that had the discrepant result and got total psa results of 5.22 ng/ml and 5.16 ng/ml. He retested all "psa" samples from the date of event and all the results were comparable. All check tests were acceptable. Calibration and qc testing was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a questionable low elecsys total psa immunoassay result for 1 patient sample tested on a cobas e 411 immunoassay analyzer. The initial total psa was < 0.007 ng/ml. The initial result was reported outside of the laboratory but was questioned by the physician who requested the sample be tested again. The repeat total psa result was 5.22 ng/ml. The total psa result of 5.22 ng/ml was deemed correct. The total psa reagent lot was 38151000 with an expiration date of 30-apr-2020.